Event description:
The manufacturer received information alleging a ventilator's lcd screen was not readable. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen was replaced because it was not readable. The lcd screen was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the lcd screen was found to be physically damaged and non-functional due to being dropped or sustaining an impact.